Event description:
The customer reported that skin fluoro case comes up with a large black screen.

Manufacturer narrative:
The ge service rep spoke to a customer and ordered parts. He has not been able to reproduce the problem described. Tapping on the ccd caused an unstable state, so he repaired and replaced the ccd. The system functions as intended.